Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was damaged, and the customer was not able to move the instrument tip through the cannula to remove the instrument. The metal shaft was bent and would not come through the cannula, and when the customer tried to remove the instrument, it caused an arm fault. They attempted to manually bend the shaft back to straighten it with another instrument and were unsuccessful. Every time they attempted to remove the instrument from the sterile adapter, it would fault the arm and give them the "insertion axis not free to move" message. They tried removing the cannula and instrument together which was eventually successful, although they did have to increase the port incision size. No fragments fell. The patient was not harmed or injured, and the case was finished successfully without any further complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer by phone and it was confirmed that they were able to remove the instrument and that this resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required. The fenestrated bipolar forceps will not be returned for failure analysis evaluation as it has been discarded by the customer. A review of the provided image shows that the proximal clevis looks dislodged, and the main tube looks broken where it meets the proximal clevis. .